Event description:
The patient reported that the v-go he was wearing on (B)(6) 2019 had lifted off his body after only having it on for approximately 8 to 9 hours. The patient stated that he was loading a package and started sweating. The patient was not preparing the infusion by cleaning the area with a alcohol swab and letting the area dry.